Event description:
Customer received sample barcode read errors for two pts. Upon rerun of the two samples on a different rack. User alleges the system may have assigned the incorrect barcode number to the results that were generated. Both samples were repeated giving consistent results. Pt 1 showed the following discrepant results from the initial result vs. Results generated from the reanalysis. Initial ggt gave 97, repeat 52: initial ferritin gave 440.0, repeat 78.18; initial alt gave 19, repeat 30; initial tsh gave 1.92, rerun 3.59. No units of measure provided. Erroneous results were not reported and the pts did not receive medication based on the errant results. If add'l info is received, appropriate notification will be provided.